Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jul-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2.2 failed intermittently and drawer was not detected closed occasionally. A field service engineer (fse) inspected mechanical components and confirmed there was no binding in the rails, and both latch and position sensors were functioning correctly with latch catch properly adjusted. Then the fse replaced the open and close sensor to resolve the issue, after which diagnostics confirmed consistent drawer detection and proper operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, displayed a failed storage space error. The user attempted to recover the failed drawer, but it continued to show a required maintenance error. The user rebooted the device and performed a power cycle by unplugging the station for 2-5 minutes and reconnecting power; however, the drawer recovery continued to fail and the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.